Manufacturer narrative:
Additional information: g4, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During the procedure, a ventricular septal defect (vsd) occurred. While performing transseptal puncture to close left atrial appendage (laa), the wire crossed the septum and created a small ventricular septal defect (vsd). The procedure continued and the laa was closed successfully with no patient complications. No intervention was performed to treat the vsd and the patient is being monitored. There were no performance issues with any abbott devices.